Manufacturer narrative:
Device return requested, but not received yet. Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering eval.

Event description:
It was reported that, "c5-c6, c6-c7 acdf w/ reflex hybrid case went great and all screws and plate were implanted without any problems. After final x-ray dr (B)(6) found a tiny piece of metal in the pts wound. Upon closer inspection, the metal was found to be the very tip of the retaining screwdriver (the nipple that does down into the screw that extends off the crucifix). Dr (B)(6) said there was no need for a formal report to be made out to her from stryker. No harm, no atilde; was her exact quote. Her only request was to have a new screwdriver by the time we do our next case."